Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, upon interrogation this pacemaker reverted to safety mode. It was noted the patient had already been programmed to vvi 70 and was not pacemaker dependent. However, the patient did feel a twitching sensation at the device due to the higher outputs at unipolar pacing. The physician planned to send the patient to another facility for a device replacement to be performed in five days. The patient refused this plan and will wait for two weeks to have the replacement procedure done at their preferred hospital. The patient agreed to present to the emergency department (ed) if they experienced any symptoms. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced two weeks later, as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.